Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune issues') in a 40-year-old female patient who had essure (batch no. 625848 inv, 628446-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: local anesthetics. Concurrent conditions included retroverted uterus. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), depression ("depression,") and rash ("skin rashes"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, depression and rash outcome was unknown. The reporter considered autoimmune disorder, depression, device dislocation, genital haemorrhage and rash to be related to essure. The reporter commented: the left tube ostia was located and the essure tubal ligation device was introduced through the tube and it was placed on the left tube and then the same thing was performed on the right tube with no complications. The hysteroscope was removed from the uterine cavity and no bleeding was noted. She tolerated the procedure well. Bleeding was less than 5cc. Lots no. 625848 and 628446 are not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune issues') in a 40-year-old female patient who had essure (batch no. 625848 inv, 628446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: local anesthetics. Concurrent conditions included retroverted uterus. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), depression ("depression,") and rash ("skin rashes"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, depression and rash outcome was unknown. The reporter considered autoimmune disorder, depression, device dislocation, genital haemorrhage and rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: the left tube ostia was located and the essure tubal ligation device was introduced through the tube and it was placed on the left tube and then the same thing was performed on the right tube with no complications. The hysteroscope was removed from the uterine cavity and no bleeding was noted. She tolerated the procedure well. Bleeding was less than 5cc. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 625848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Previously administered products included for an unreported indication: local anesthetics. Concurrent conditions included retroverted uterus. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: the left tube ostia was located and the essure tubal ligation device was introduced through the tube and it was placed on the left tube and then the same thing was performed on the right tube with no complications. The hysteroscope was removed from the uterine cavity and no bleeding was noted. She tolerated the procedure well. Bleeding was less than 5cc. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: patient's date of birth, medical history, information about essure insertion procedure and lot number (625848 - expiration date: aug-2009) were added from medical records. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a (B)(6) female patient who had essure (batch no. 625848 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Previously administered products included for an unreported indication: local anesthetics. Concurrent conditions included retroverted uterus. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression,") and rash ("skin rashes"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, depression and rash outcome was unknown. The reporter considered autoimmune disorder, depression, device dislocation, genital haemorrhage and rash to be related to essure. The reporter commented: the left tube ostia was located and the essure tubal ligation device was introduced through the tube and it was placed on the left tube and then the same thing was performed on the right tube with no complications. The hysteroscope was removed from the uterine cavity and no bleeding was noted. She tolerated the procedure well. Bleeding was less than 5cc. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-nov-2017: events abnormal bleeding, migration, autoimmune issues, depression, skin rashes, pain (symptoms) were added. Events ¿device removal and device complication¿ has been deleted. Suspect drug stop date added. Non drug treatment added to event migration as ¿ surgery to remove the essure implant¿. Action taken with drug was added. Lawyer reporters added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 625848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Previously administered products included for an unreported indication: local anesthetics. Concurrent conditions included retroverted uterus. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: the left tube ostia was located and the essure tubal ligation device was introduced through the tube and it was placed on the left tube and then the same thing was performed on the right tube with no complications. The hysteroscope was removed from the uterine cavity and no bleeding was noted. She tolerated the procedure well. Bleeding was less than 5cc. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: the lot number 625848 was invalid. Company causality comment. This case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Upon receipt of follow up information since invalid lot number was received, a ptc update is not expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.